Event description:
I used advanced medical optics, complete protec formula multi purpose solution and now have a serious eye infection in both eyes! My right eye has been damaged and will most certainly need cosmetic surgery to match up with the other! I am in permanent pain in my right eye and in severe stress! I have noticed my vision is deteriorating and can not focus and shadows with light sensitivity! I can not socialise as people think it looks terrible and frightening, even at the pharmacy they are shocked! I have been to the local hosp to consult also! Eventhough I have tried to contact the co for advice I have been ignored! I still have a bottle of the fluid as proof of purchase! Please advise! Kind regards, dose: small. Frequency: daily. Route: ophthalmic. Dates of use: 2006 - 2007. Diagnosis or reason for use: cloudy vision.